Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in the operating room for a normal device change out. The device was found to be in backup vvi mode. The device was explanted and replaced. The patient was doing fine post procedure.